Event description:
The pt turned off the device before going through airport security. A handheld wand was used. When the pt turned the device back on, it was in a power-on-reset condition. After this, the stimulation did not seem to be working. The device was replaced.